Event description:
Patient reported right side "painful lumps around the implants and in armpits". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: painful lumps around the implants and in armpits.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Patient reported "painful lumps around the implants and in armpits", as well as rupture. Device remains implanted. This relates to the right side.